Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended within specification. Visual inspection of the lead found the helix to be clogged with blood/tissue. No other anomalies were noted.

Event description:
During follow-up, the right atrial lead was picked up in the right ventricular channel due to dislodgment. A lead revision was performed to reposition the lead and the patient was in stable condition.